Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that a screw was broken. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Device was not returned. Submitted picture appears to show screws broken approx. ~5--8 from the mas head. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.